Event description:
It was reported that the inner packaging seal was not intact. The box containing this enroute transcarotid neuroprotection system was opened, and it was found that a small area of the seal in the inner packaging was not intact. The product was not used and after performing an on-the-table doppler ultrasonography (dus), the physician decided to do a carotid endarterectomy (cea) instead of a transcarotid artery revascularization (tcar) procedure. There was no patient complications reported due to the event.